Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, r waves decreased to 3.0 mv. The lead was explanted and replaced.